Event description:
The customer reported because an "error message" she received on her freestyle blood glucose meter, she could not perform her blood glucose test. She reported she experienced dizziness and loss of consciousness. There was no report of third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.